Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that when attempting to puncture the patient and connect the IV fluid set, a leak was observed from the blue portion at the back of the nexiva extension tube, and its use was discontinued (a re-puncture was performed using a different unit of the same product).

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak from the catheter septum was confirmed and the cause appeared to be manufacturing related. Six photographs and one 22g nexiva device were provided for investigation. The needle and tip shield safety mechanism had been removed and were not visible in the photo or returned with the IV catheter. What appeared to be blood residue had bypassed the septum. The septum appeared to be smeared between the inner wall of the catheter adapter and the cannister, which likely occurred due to misalignment during assembly. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.